Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead dislodged. The ra lead experienced loss of capture. The physician attempted to reposition the ra lead, but the helix would not re-extend after retraction and therefore it was unable to reposition. The ra lead was explanted and a new lead was placed. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood was present in the neck region. Cut in the insulation. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break (necked-down) at the distal end of the terminal pin, most likely occurred during reposition. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break. Analysis was unable to confirm dislodgement, no anomalies noted in helix/lead tip.